Event description:
Initial lasik surgery performed in 2003. Two weeks after surgery, I experienced blurred vision & shooting pain in the left eye. From there I have five corrective surgeries. I've been to four different corneal transplant specialists. I am now facing a corneal transplant, but the only problem is that the cornea will be repaired but the pain from the nerve damage is irreparable due to numerous surgeries. Now my only relief is to apply ointment & tape a gauze bandage to it to get the eye toned for the following day. I struggle daily with side effects like constant eye pain & other overwhelming side effects. This has taken a toll on my emotions & quality of life. For me, not a day goes by without wondering how much worse the pain level can become with no medication for relief & also the future cost incurred by this can become an issue.